Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lastly was performed due to a bicuspid aortic valve. Following initial deployment, the valve was recaptured due to under-expansion of the valve frame. The valve was re-deployed, but the same issue occurred. A second recapture was performed and the valve was withdrawn from the patient. A second bav was performed using a larger balloon. A new valve was opened; however, prior to insertion of the second valve, the patient began to decompensate. Subsequently, the patient passed away. Per the physician, the cause of death was related to the patient's underlying medical history and not the device or the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death is unknown. Per the physician, the patient had a complicated medical history and was very sick prior to the emergent transcatheter bioprosthetic valve implant attempt, which contributed to patient's death.